Manufacturer narrative:
The manufacturer previously received information alleging a ventilator touch panel would not function making it impossible to operate the device. There was no harm or injury reported. No medical interventions were specified. Additional information: during the evaluation of the device at the manufacturer's service center, the touchscreen not responding issue was not duplicated. The event log was examined and it confirmed that no unusual error had occurred at the time of the event. The display was replaced as a preventative. Confirmed by internal checking that the inlet line proximal filter (on the fio2 return side), flow sensor, and blower were contaminated and therefore they were replaced. The device passed all tests.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator touch panel would not function making it impossible to operate the device. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.